Event description:
A customer reported her precision xtra blood glucose meter would not turn on when the button was pressed and when a test strip was inserted into the port. The customer also reported she was irritable and experienced a headache because she could test her blood glucose. The customer reportedly lost consciousness and had seizure. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). Balloon pulled loose based upon the visual and functional examination, it was concluded that the device had the tip assembly dislodged/pulled out. This caused a leak in the adhesive. This is user abuse, the user pulled the tip assembly apart. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the acral part of the device was broken and the device could not function. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.